Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and for diabetic ketoacidosis on (B)(6) 2019 with blood glucose value of 789 mg/dl. Customer was treated with intravenous drip. Customer has also experienced nausea and vomiting due to hyperglycemic event. Also, it was reported that customer received insulin flow blocked, replace battery or insert battery and power loss alarms. There was a physical damage to the insulin pump's reservoir lip ring. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.

Event description:
(The event for sep. 23, 2019 has already been reported under (B)(4). The event under this case is being reported for oct. 08, 2019.) The mother reported via phone call that the user went to the emergency room and was admitted to the hospital on (B)(6) 2019. Mother stated hospitalization was due to insulin pump malfunction but did not specify for this event date. The symptoms included dehydration also mentioned "kidney" but did not specify issue. Mother stated a broken o-ring and damage to the reservoir lip ring, stated the damage occurred on (B)(6) 2019. Reservoir was able to lock in at time of the call.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code has been updated and provided with this report in section h6. Health effect clinical code has been updated and provided with this report in section h6.